Event description:
It was reported the device could not be interrogated while in unopened box. There were intermittent flashing green lights on the programmer head, with multiple attempts. There was a "searching" message on programmer screen. Another device was successfully interrogated with the same programmer. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.